Event description:
The end user reported she developed red and weepy skin under tape border of the skin barrier approximately 5 years ago. Within the last year, the reddened skin has worsened and is now unable to wear the skin barrier for more than 6-8 hours due to the weeping skin. The end user has sought medical attention throughout the years and has been treated with cream and oral antibiotics. She has noted little improvement. The end user is monitored by a wound ostomy continence nurse and, most recently, has been treated with cipro (orally) for 10 days as well as triamcinolone cream 0.1% applied daily to skin under tape border.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 31, 2015. Manufacturer report number: 9618003-2015-00013.